Event description:
Spontaneous call from pt's wife reporting that pump kept beeping and gave error messages on the screen, however, was able to complete the infusion. Per wife - nurse checked for air bubbles in all lines, and they did not have any. Pharmacist ok'ed with old pump back for replacement. Product lot number and expiration date unk. Pt frequently / dosing: infuse 25gm (250ml) intravenously once daily for 3 days, every 4 weeks. No further info provided. Indication - chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.